Event description:
It was reported that during surgery the device did not mesh properly. Another device was used to complete/finish the surgery. There was no harm, no delay, and no medical intervention. No adverse events were reported as a result of this malfunction. No further information is available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the cutter and roller were damaged, and the device failed the test mesh during device evaluation. The cutter and roller were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.